Manufacturer narrative:
Device evaluation summary: technical services evaluated the device and confirmed the issue. The device was plugged into a test monitor and powered the device on. Flexed the cable during use; observed intermittent loss of video signal. Device was scrapped.

Event description:
The customer reported that the glidescope® avl video baton 3-4 did not perform as intended during a patient procedure. The video goes out when the cable was flexed a certain way. No back up device was needed to complete the procedure. No patient or user harm reported.